Manufacturer narrative:
Additional procode: hrs. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent the open reduction internal fixation surgery for the distal end of ulna fracture with the plate and screw in question. The surgery was completed successfully. After the surgery, on (B)(6) 2021, it was found by x-ray and CT that the second distal hole of the plate used for the ulna was not fixed, and the distal bone fragment of the ulna was displaced posteriorly. Re-surgery will be performed on (B)(6) 2021. No further information is available. This report is for one (1) 2.4/2.7mm ti va-lckng straight fusion plate/4-hole-ster. This is report 2 of 2 for (B)(4).